Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during initial functional testing and archive data review. The root cause of fault code 16 was due to a defective drivetrain likely attributed to wear and tear. The autopulse platform was manufactured in march 2014 and is 7 years old, well past its service life of 5 years. Visual inspection of the autopulse platform was performed and observed no physical damage. During archive data review, record shows multiple fault code 16 errors occurred, thus confirming the reported complaint. Also, unrelated to the reported complaint, user advisory ua28 (loss of clutch connectivity) recorded in the archive. User advisory is the clearable error message and is designed into the platform to alert the operator that the autopulse has detected one of several conditions. The ua28 error indicates the loss of clutch connectivity and the recommended action to take for this type of user advisory is to press restart to clear the ua. The autopulse platform failed the initial functional testing due to fault code 16 error message displayed on the lcd screen, thus confirming the reported complaint. The root cause of fault code 16 was due to a defective drivetrain likely attributed to wear and tear. The drivetrain needs to be replaced to remedy fault code 16 error message. Upon further functional testing and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely due wear and tear. The impact of sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate needs to be performed to remedy the problem. Zoll is awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the customer reported that the autopulse platform (serial #(B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. No patient involvement.